Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacing system was being explanted due to infection. It was also reported that the associated leads had eroded through the patient's skin.